Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump starts burning and needed repair. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
H3: the suspected device was returned for evaluation. The device was received with two pieces with all the components burned. The probable cause could be the fluid ingression found underneath the power supply board. The device was unable to repair during the investigation.